Manufacturer narrative:
The insulin pump was received with up arrow and esc buttons unresponsive due to corroded keypad traces. Unable to verify battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No moisture damage found inside the pump. No unexpected numbers ramping/scrolling noted. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in a water balloon fight and the insulin pump alarmed battery out limit. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. However, the insulin pump had been exposed to moisture. Troubleshooting did not occur. Product is being returned and replaced.